Event description:
Been wearing "byte invisalign's" for about 25 weeks out of the 27 I'm supposed to . I had to go to the dentist because my teeth are now loose and one is cracked I had two immediate root canals still have to finish with two crowns on november 20th and the cracked tooth could possibly have to come out all together my dentist doesn't know yet so then I'd need an implant. I have reached out to the company with no response, I also sent them documents supporting all this.